Event description:
It was reported that a clip broke when it was being applied.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73d1800352 was manufactured on 04/16/2018 a total of 6,804 pieces. Lot was released on 04/18/2018. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Manufacturer narrative:
Qn#(B)(4). The customer returned one representative sample of 544240 hemolok l clips 6/cart 84/box for investigation. The actual sample was not returned. The representative sample was returned closed in its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the clips had an indication of mis-molding on one side of the hooks, which could cause the hooks to break upon application. No other defects or anomalies were observed. Functional inspection was performed on the returned representative sample. A lab inventory clip applier was used. All six clips in the cartridge were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No clips broke during testing. No functional issues were found with the returned clips. Although all clips were able to properly load and were successfully applied to over-stressed surgical tubing, the returned clips in the cartridge had an indication of mis-molding near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Although all clips were able to properly load and were successfully applied to over-stressed surgical tubing, the returned clips in the cartridge had an indication of mis-molding near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clip broke when it was being applied" was confirmed based upon the sample received. One unopened representative sample was returned. Although all clips were able to properly load and were successfully applied to over-stressed surgical tubing, the returned clips in the cartridge had an indication of mis-molding near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that a clip broke when it was being applied.

Manufacturer narrative:
(B)(4). The device has not been returned for investigtion. The device history review for the product hemolok l clips 6/cart 84/box, lot# 73d1800352 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip broke when it was being applied.